Manufacturer narrative:
Product event summary: analysis found that the display was cracked and the signal transmission port was broken. As a result the cab le-assembly, transition, wire to board was replaced. The device was calibrated. The device then passed functional testing.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.